Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A review of the event history log revealed system error 345. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During functional testing, the device alarmed 'system error 345'. The cause was identified to be the failing downstream sensor and the force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.